Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, a maryland bipolar forceps instrument sparked with an external generator. An intuitive surgical, inc. (Isi) technical support engineer (tse) explained if the external generator peak power output is too high, it could cause sparking. The customer said they will investigate further and call back if the issue persists. The procedure was completed as planned. No reported known impact or patient consequence was reported.

Manufacturer narrative:
The reported event was addressed with phone support. The customer was told if the external generator peak power output is too high, it could cause sparking on the instrument. The customer said they will investigate further and call back if the issue persists. No site visit was required. Two maryland bipolar forceps were used during the liver resection procedure on(B)(6) 2026. Both of these instruments were used after the event date. Part number 471172-19 / batch number k10250522-0220 was last used on 26-feb-2026. Part number 471172-19 / batch number k10250522-0231 was last used on 12-feb-2026. At this time, it is unknown which instrument had the arcing issue in the liver resection procedure on(B)(6)2026. While a definitive root-cause cannot be established since no product was returned to perform failure analysis, a common root cause for this failure can be attributed to an unintended/unexpected contact of the instrument tips of energized instruments causing a short-circuit on the esu generator, or a peak power output configuration set to a value to high.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the customer stated there was no photo or videos for isi to review. Patient demographic information was not provided. The customer was not able to answer any additional questions.